Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that about 3- 4 weeks ago noticed that the therapy is not working correctly. Patient also said that about a day or two after making an adjustment, patient will tell caller that the therapy is no longer working and incontinence will persist. Patient mentioned that they were on a program and was able to take care of their bladder for a couple of days and then patient said that it's not working so they pulled the app back up and had it set on a different program and as soon as they went to increase the setting, received a message that it was at max voltage and it wouldn't go up any further and it dropped the setting down to 0. 2 or 0. 3. Patient restarted the app and tried another program however that did not resolve the issue and continue to receive the message that maximum setting has been reached. Patient said that they are unable to adjust the setting on any of the programs. When asked, caller said that patient has not had any other medical tests or procedures since received the implant, only t ypical blood work. The patient was redirected to their healthcare provider to further address the issue and schedule an appointment with the manufacturing representative to check implanted device. Additional information was received from the patient. It was reported that the cause of the max settings message was determined to be due to a small fall on their knees. The steps taken to resolve the issue included replacing the broken device with a new one; date unknown. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.